Event description:
It was reported that an arteriotomy closure of a moderately tortuous common femoral artery was attempted using a proglide device with a 5f sheath after a below the knee interventional procedure. Reportedly, while inserting the sheath of the device into the femoral artery, some portion of sheath went into the artery, but there was a lot of resistance for the entire sheath to go inside. The nick and spread technique was used to open the tissue track; however, the same problem persisted. The sheath of the proglide did not go inside the femoral artery completely. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to insert could not be confirmed. Additionally, 2 anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) had been detached and not returned. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database indicated there have been no other similar difficult to insert the device incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.